Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding another unknown patient who was implanted with a neurostimulator. It was reported that the patient's implantable neurostimulator (ins) moved every now and then. It is unknown when the issue began occurring as no other information was reported. No symptoms were reported.